Event description:
It was reported that the patient received inappropriate therapy after the implantable cardioverter defibrillator (ICD) inappropriately detected ventricular tachycardia. Anti-tachycardia pacing (atp) followed by a cardioversion which put the patient into vt. A subsequent cardioversion terminated the vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).